Event description:
A report was received that the patient's system had been explanted due to an infection at the pocket site. The patient was treated with oral antibiotics and is doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.